Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. The patent's programmer also reflects a communication error. The patient is without stimulation. A company representative met with the patient and confirmed the issue. Consequently, the patient may undergo surgical intervention as the next course of action.